Manufacturer narrative:
Complaint no: (B)(4). It was reported that the patient was diagnosed with fungal peritonitis two weeks after they had recovered from a bacterial peritonitis event (bacterial peritonitis event was reported to have occurred on an unknown date in (B)(6) 2015). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with enteral fluconazole (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had recovered from this peritonitis event. No additional information is available.